Manufacturer narrative:
The company rep examined the sys and could not duplicate the problem reported. The sys was then tested and met all product specs. The root cause is unk at this time. (B)(4).

Event description:
A nurse reported, the aspiration was not working. Add'l info was received indicating the surgery was completed with an alternate console. A questionnaire was received reporting the event occurred during a cataract procedure. The surgery was completed and there was no impact to the pt.